Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Some 3 forceps failed qa process due to guide pins protruding when the forcep is closed, which could lead to glove punctures. No incidents reported.

Manufacturer narrative:
Investigation: the instruments were analyzed by the production department. No deviation could be detected. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the products found to be according to our specification valid at the time of production. Rational: the guide pin has to be that long, to guarantee the correct position of the jaw parts in closed position. Corrective action: according to sop (B)(4) a CAPA is not necessary.